Event description:
Customer states that a sample barcode was mis-read on the stks system. The incorrect barcode reading (1013180098) was read as 1013180074. The mis-read barcode number was already in the system and results were entered. The incorrectly read barcode sample results replaced the original results for that sample. These results were reported, however no treatment was initiated or withheld. The barcode reader is operating properly. The barcode print or alignment and adjustment appear to be related to the failure. There was a 2 character replacement error on the barcode read. The probability that a read error would substitute 2 characters for a code 128 barcode with checksum is extremely low. The internal beckman coulter barcode standardization group has approximated that the frequency would probably be <1:1 x 10^7.